Manufacturer narrative:
Device information- the serial #: was incorrectly filled out. The correct device information should only be "catalog# 14324, lot# 24515280". Device manufacture date- the correct date of manufacture is 09/2015, not 10/2015. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from (B)(6) 2014 through (B)(6) 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from (B)(6) 2015 to (B)(6) 2016 and trending was not exceeded. The sra was reviewed for the issue of ¿suspect positive bi¿ with a "quality problem with no impact to safety" and the risk was determined to be ¿low¿. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. The suspect positive cyclesure® bi was not returned for evaluation. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely since the cycle passed. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 24 hours. There was no load involved. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00065 and 2084725-2016-00066.